Event description:
Consumer called to complain on inaccurate results from their meter. Comparing plink readings to another meter and the way they feel. Analysis run on clark error grid using competitive reading (65) as ref. Point vs. Bd readings (156) yielded data points in the d range of the grid, outside of acceptable limits.